Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for greater then 50 colony forming units (cfus) of klebsiella pneumoniae, escherichia coli, and pseudomonas species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation found the following: the control unit had water leakage; the insertional part of the bending section cover glue was separated; the control unit scope cover and scope body were leaking and worn; and the control unit mouth guard piece was damaged. The 3rd party hygiene microbiological investigation report indicated the channels of the scope were cultured and contained less than 1 colony-forming unit (ufc). The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. The customer¿s cleaning, disinfection, and sterilization process (cds) checklist is pending. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
Correction to b3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts, the user reprocessing method was not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.